Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the instructions for use xience prime long length (ll) everolimus eluting coronary stent systems as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified, de novo, mid circumflex artery. A 2.5 x 38 mm xience prime stent was implanted when a proximal edge dissection occurred. Another 2.5 x 38 mm xience prime stent was successfully deployed to treat the dissection and successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.